Event description:
Event description cpi received information that this ventak prx implantable cardioverter defibrillator (ICD) exhibited erratic beeping tones, indicating the ICD was oversensing, when the patient bent or twisted from the waist. Further investigation testing found that the oversensing was related to the rate-sensing portion of the endotak transvenous defibrillation lead. The rate-sensing portion was capped and replaced; the defibrillation portion of the lead remains in service.